Event description:
It was reported that decreased sensing and increased threshold were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.